Manufacturer narrative:
The pump passed the displacement test rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Successfully downloaded history files using thus software. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. The following were noted during visual inspection, fading serial number label, cracked battery tube threads and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for no delivery alarms anomalies. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced connection issues with the continuous glucose monitoring and received unexplained no insulin delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-442ag, unk_reservoir, mmt-1884, mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-442ag. No product return is required for unk_reservoir. No product return is required for mmt-1884. No product return is required for mmt-7841zn.